Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noisy signals after pocket closure during an implant procedure. The signals were suspected to be due to an air bubble. The pocket was reopened and the physician removed the rv lead from the header and inspected both the device and the lead as well as retested the lead but oversensing of noise persisted. The physician waited an additional 8 minutes after reconnecting the lead but the noisy signals persisted with increased frequency. Consequently, the physician decided to remove and replace the device which resolved the issue. The field representative reported that the noise did not cause any pacing inhibition. Boston scientific technical services (ts) also reviewed the submitted electrogram (egm) and believed that the oversensing of noise seen at the implant procedure was due to the presence of air bubbles, however this was not confirmed to be the cause of the allegation. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.